Event description:
The event date for this complaint was 2008, and the hand piece was sent back for repair two months later, with no report of any patient injury. The following month, it was reported that during an impacted tooth removal, the patient received a first degree burn when the bur guard broke and burned the outside of the cheek. The patient has since alleged that the burn is more severe and has seen plastic surgeon. No additional information has been received regarding any additional procedures.

Manufacturer narrative:
Based on the repair technicians notes from 2008, the bur guard most likely broke due to coming in contact with the nose cone of the drill. The bur guard may have become hot from the contact with the nose cone and melted which allowed it to break in half. The hand piece was repaired and returned to the account.